Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported leak/tear was confirmed and was likely due to an interaction with other devices. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product deficiency. It should be noted that the nc trek instructions for use (IFU) instructs the user to prepare the catheter outside of the anatomy. The warnings section in the IFU also states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a 90% stenosed lesion in the moderately tortuous mid right coronary artery, after prepping a 2.75x12 voyager nc balloon dilatation catheter (bdc) while inside of the patient anatomy, the bdc was advanced without resistance to the non-heavily calcified lesion then inflated to 12 atmospheres when the balloon ruptured (1st inflation). The voyager nc was withdrawn from the anatomy with resistance felt against another unspecified device and force was applied. Another unspecified device was able to complete the procedure successfully. No other issue was identified and the final patient outcome is satisfactory. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 2.75x12 voyager nc balloon dilatation catheter in the following condition: a tear was noted in the outer member 3.2cm proximal to the proximal balloon seal, for a length of 1mm. The balloon inflated to its rated burst pressure, but there was no rupture noted. Additional information received indicated that the correct complaint device was returned and that the site meant to report that a tear was noted in the outer member 3.2cm proximal to the proximal balloon seal and that a leak was noted in the outer member; no balloon rupture occurred. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance; failure to follow steps/instructions. The device was received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.